Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used for a ureteroscopy with stone removal and laser lithotripsy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the physician retrieved "a few" stone fragments from the kidney following lithotripsy. During a subsequent attempt to remove additional stone fragments, a portion of a basket wire detached inside the patient. The detached wire was removed using biopsy forceps. The procedure was successfully completed using a different retrieval device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device found the basket was open with only three legs attached to the device. Additionally, one of the remaining legs was separated from the knot. There were signs of laser burns on the basket leg that may have been casued by the lithotripter used with the device. The dfu contains warnings against the use of a lithotripter with the retrieval basket. Therefore, the most probable root cause of this complaint is user/use error.

Manufacturer narrative:
Additional information received indicates the basket did not come in contact with the laser. The size of the stone fragments removed are unknown. Additionally, no resistance was met while using the device.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used for a ureteroscopy with stone removal and laser lithotripsy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the physician retrieved "a few" stone fragments from the kidney following lithotripsy. During a subsequent attempt to remove additional stone fragments, a portion of a basket wire detached inside the patient. The detached wire was removed using biopsy forceps. The procedure was successfully completed using a different retrieval device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used for a ureteroscopy with stone removal and laser lithotripsy procedure performed in 2010 (patient's weight is unknown).according to the complainant, the physician retrieved "a few" stone fragments from the kidney following lithotripsy. During a subsequent attempt to remove additional stone fragments, a portion of a basket wire detached inside the patient. The detached wire was removed using biopsy forceps. The procedure was successfully completed using a different retrieval device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.